Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, all lead impedance trends state ¿invalid data¿. Concomitant: 5076 lead implanted: 2007-(B)(6).

Event description:
It was reported that during a routine check of an implantable cardioverter defibrillator (ICD)bnormalities/invalid data in the home screen of the programming device was displayed. The ICD was re-programmed, settings restored and the device remains in use. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.